Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed an increase of the impedances over months. User was re-implanted in (B)(6) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, an incomplete insertion of the active electrode during implantation surgery is stated on the implant registration card, which might have contributed to the lack of benefit. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
In situ measurements showed an increase of the impedances over months. There was no problem with the user's health but his hearing performance decreased gradually over time. User was re-implanted but the device has not been received for investigation.